Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify procedure? Was this cystectomy? What was the indication for surgery? What structure was the device fired across when this occurred? Is there a reload present with the device? How was case completed? What is the current status of the patient?

Event description:
It was reported that during a radical prostatectomy, iieo loop diversion procedure, at the first firing with an unknown color cartridge, the device cut but did not staple. The device was removed from the patient and suturing was used to control the bleeding. Unknown the amount of blood loss, but the patient received a blood transfusion. It is unknown the amount of blood given to the patient. The case was completed. The patient is currently stable but remains in the hospital.